Event description:
I had the essure placement in 2011, I bled for 8/9 months straight. Painful intercourse, 3 root canals, lost of hair, constant pain on sides and in pelvic area, pain joints, leg and toes. Brain fog, forgetting info and depression.